Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device projected to last 47% of its projected longevity. Evaluation summary (B)(4) ceramic cap - leakage-unspecified.

Event description:
It was reported that the device was at elective replacement indicator and there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.